Manufacturer narrative:
Two samples were not returned. Two samples were returned. There was one case with a method code of device not accessible for testing (4117). There were four cases with a method code of analysis of production records (3331). There was one case with a method code of device not returned (4114). There were two cases with a method code of testing of actual/suspected device (10). There were three cases with a result code of operational problem identified (114). There was one case with a result code of inappropriate material (202). There was one case with a result code of no findings available (3221). There was one case with a conclusion code of failure to follow instructions (18). There were three cases with a conclusion code of cause traced to user (19). There was one case with a conclusion code of cause not established (4315). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correcting g.3. Date on MDR (addt¿l info and correction) ¿ g.3. Date on smdr1 is date it was determined it was wrong. The g.3. Date was initially submitted on prior smdr1 as (B)(6)2024 but it has now been updated and corrected to the accurate date of (B)(6)2024. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of scratched intraocular lenses (iol). The reported patient age range from unknown to 60 years. There were 1 male patient, 2 female patient and 1 unknown gender.

Manufacturer narrative:
One sample was returned. Three samples were not returned. There was one case with method codes of analysis of production records (3331) and device not returned (4114), a results code of no findings available (3221) and conclusion code of cause not established (4315). There was one case with method codes of testing of actual/suspected device (10) and analysis of production records (3331), a results code of operational problem identified (114) and conclusion code of cause traced to user (19). There was one case with a method code of type of investigation not yet determined (4118), results code of results pending completion of investigation (3223) and conclusion code of conclusion not yet available (11). There was one case with a method code of type of investigation not yet determined (4118), results code of reproductive toxicity problem identified (3232) and conclusion code of conclusion not yet available (11). The manufacturer internal reference number is: (B)(4).